Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval? Yes, d10: returned to manufacturer on: 22-jun-2023. H6: investigation summary: one sample was received, and tested by our quality team. The set was primed and the leak described by customer was immediately verified. There was a small pinhole in silicone pump segment of tubing and a small streak of water was leaking out. The hole was analyzed under microscope and the manufacturer was consulted for further investigation. The manufacturer has ensured, that this failure is not a result of assembly error. The root cause remains unknown, but the failure of pinhole in silicone tubing has been seen as an issue of incorrect pump loading technique in the past. A device history record review for model#: 11532269, lot number#: 23025004 was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the build of this set.

Event description:
It was reported, that during use with bd alaris pump module smartsite low sorbing infusion set. Leakage occurred. Device was replaced. And no further patient impact. The following information was provided by the initial reporter: customer reported, event with the bd alaris pump infusion set 0.2 micron filter ref 11532269. On 5/20 the nurse noted, leaking where the pump segment attaches to the blue plastic piece. The medication infusing was tpn. The set was swapped out. No obvious harm to patient d/t event. I do not have the lot #, for the defective item. I do still have the defective item ready to ship, if a shipping label is provided.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd alaris pump module smartsite low sorbing infusion set leakage occurred. Device was replaced and no further patient impact. The following information was provided by the initial reporter: customer reported event with the bd alaris pump infusion set 0.2 micron filter ref (B)(4). On (B)(6) the nurse noted leaking where the pump segment attaches to the blue plastic piece. The medication infusing was tpn. The set was swapped out. No obvious harm to patient d/t event. I do not have the lot # for the defective item. I do still have the defective item ready to ship if a shipping label is provided.